Event description:
It was reported that on (B)(6) 2025, the patient underwent orif surgery for distal radius fracture with plate and screws. The surgery was completed successfully without any surgical delay. Three weeks after surgery, the patient visit the hospital feeling discomfort and pain. X-rays revealed that four distal screws were broken, and loss of reduction was observed. As it is pre-bone union, the plate and screws were planned to be removed on (B)(6) 2025, and revision surgery will be performed using a plate made by another company. The surgeon commented that the immediate postoperative reduction and implant placement were fine, and that the treatment was appropriate. Therefore, the reason for the breakage was unclear, and surgeon had some concerns about the strength of the products.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10 (concomitant). H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.